Manufacturer narrative:
H.10: investigation carried out at the manufacturer site revealed that the motor electronics of the patient pump was defective and that the motor shaft was rusty. This led to the reported event.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The technician in charge replaced the patient pump 2 and the issue could be solved. Through follow-up communication livanova (B)(4) learned that the pump was not blocked and this suggests an electronic/electrical failure of the pump circuit. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code on the patient side during repair. There was no patient involvement.